Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t1 and t2 implants of the 'fast fix 360' were deployed simultaneously; both t implants were removed from the patient using tweezers. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. There was no way to determine if the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device was returned without implants on the needle and the suture length returned did not have t1 or t2 attached. The suture had been cut on one end. The actuator was in the post t1 deployment/pre t2 deployment position. A functional evaluation found the actuator could be cycled as intended. A review of the customer provided image found packaging confirming the reported product information and showed a fast fix 360 with both implants off the needle and a yellowed depth gauge straw. The complaint was not confirmed and the root cause could not be established because the implants were not returned with the suture/device. Factors that may have contributed to the reported event include an unintended second actuation of the device. No containment or corrective actions are recommended at this time.